Event description:
The customer reported, that the accu-chek softclix lancet would not retract into the accu-chek softclix plus lancet device. No accidental stick or adverse event reported. The accu-chek customer care service center sent new device. Customer advised to return suspect device.